Manufacturer narrative:
According to available information, this system remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed noise resulting in oversensing. During a previous visit noise and an inappropriate shock had been noted. It was thought there may be lead insulation damage. A decision was made to further monitor this lead and device. Approximately three months later, a follow up visit revealed that inappropriate shocks have been delivered. It was thought the noise might be myopotential in nature. Shock, pacing impedance and threshold measurements have been normal and stable. The noise was noted in both the pace/sense and shock channels and has resulted in asystole greater than two seconds. An internal technical service consultant was contacted for their recommendations. No adverse patient effects were reported as a result of this issue.